Manufacturer narrative:
This report is submitted on march 24, 2022.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on june 23, 2022.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on may 31, 2022.